Event description:
The consumer explained that after 10 days, she was awakened by "pains her mouth and immediately removed the protector. When she awoke the next morning, one side of her face was swollen. I obviously had a reaction to wearing the protector. The swelling eased after ice packs and a week of mild inflammatory tablets.